Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was over 500 mg/dl, 488 mg/dl at time of incident. Customer stated that she was not in auto mode during the high blood glucose and did not seek any medical treatment as a result of the high blood glucose reading. Customer treated with manual injection. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.